Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA 04/22/2011.

Event description:
The customer reported that while in the middle of a study and the images are grainy.